Event description:
It was reported that the 9600 system would not fluoro at boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed on site investigation. The connectors were re-seated during the service call. The system was tested and found to be working as intended and put back into service.